Event description:
Liquid went into the nebulizer path because of a leakage.nebulizer connector on the o2 mixer assembly was not tighten properly.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites.  Detailed complaint and failure description: "liquid went into the nebulizer path because of a leakage nebulizer connector on the o2 mixer assembly was not tighten properly" nebulizer does not work properly. Ventilation continues. A defective nebulizer may lead to not enough medication delivered to patient with various critical consequenses. The issue is not likely to be serious to public health but is likely to cause serious injury or death if it were to recur.

Event description:
Nebulizer does not work properly.